Event description:
The manufacturer received information alleging an "internal battery not charging" alarm went off during an inspection before use on the patient, then the device was fully charged after continuing to connect the power. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device the issue was not duplicated. However, an error code was discovered in the device's event log indicating that the internal battery was not charging when the internal battery was confirmed to be at 85%. The device's power management board was replaced to address the issue. Software version was upgraded to 14.1.03.

Manufacturer narrative:
The manufacturer previously reported information received alleging an "internal battery not charging" alarm went off during an inspection before use on the patient, then the device was fully charged after continuing to connect the power. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device the issue was not duplicated. However, an error code was discovered in the device's event log indicating that the internal battery was not charging when the internal battery was confirmed to be at 85%. The device's power management board was replaced to address the issue. Software version was upgraded to 14.1.03. The device's power management board was returned to the product investigation laboratory (pil) for evaluation. The pil visually inspected the power management board and did not detect any visual defects. The suspected power management board was installed into a trilogy test bed and cycled through all the power sources without failure. Both batteries charged and discharged without failure. The pil removed all power sources from the test bed to simulate a test power fail, and the audible and visual alarms activated. The original event log and observed (1) e-246 err_not_charging_int_li_ion error codes. During these errors the internal and detachable batteries were depleted. The pil was not able to duplicate the failure of the power management board and determined that the power management board functions as designed. The power management board was scrapped.